Event description:
It was reported that shaft break occurred. The patient presented with coronary artery disease. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 2.25 x 32mm synergy drug eluting stent was selected for use in a percutaneous coronary intervention. However, when the device was loaded on wire, it was noticed that the shaft was already broken. The device was removed and the procedure was completed with another drug eluting stent. No patient complications were reported.

Event description:
It was reported that shaft break occurred. The patient presented with coronary artery disease. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 2.25 x 32mm synergy drug eluting stent was selected for use in a percutaneous coronary intervention. However, when the device was loaded on wire, it was noticed that the shaft was already broken. The device was removed and the procedure was completed with another drug eluting stent. No patient complications were reported.

Event description:
It was reported that shaft break occurred. The patient presented with coronary artery disease. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 2.25 x 32mm synergy drug eluting stent was selected for use in a percutaneous coronary intervention. However, when the device was loaded on wire, it was noticed that the shaft was already broken. The device was removed and the procedure was completed with another drug eluting stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.25 x 32mm stent delivery system (sds) was returned for analysis. Examination of the crimped stent via scope found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube identified a break on the hypotube shaft located at 71.2cm distal to the distal end of strain relief as well as multiple kinks. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and tactile examination. No issues were noted.